Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/11/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/17/2013 and 7/8/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 (08/22/2013)-product analysis and correction this supplemental report is to note a correction and provide the analysis results of the returned subject meter. Previously reported follow-up #1 inadvertently referenced meter and should be corrected to test strips. The analysis of the subject meter was completed on (B)(4) 2013 by lifescan product analysis with the following findings: the meter and test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter and test strips have passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter-(B)(6) 2013, test strips-(B)(6) 2013.